Manufacturer narrative:
The electronic patient record was reviewed by the physio-control quality engineer and it was verified that the device inappropriately lost power 3 times during the reported event. During evaluation it was noted that the device batteries were greater than 2 years old at the time of event, and that there was damage to charge switches. The lp15 operating instructions state that the battery should be replaced after two years. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A root cause of the reported issue is likely the old batteries.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.